Event description:
IV rep states that the acct. Had the set on a colleague pump. When they injected dye into the distal port the tubing "blew out" above the second y-port. They were using a pressure injector (percupump) at 4cc/sec. And it exerts a pressure of 300 psi. There was no pt injury reported.